Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the lens got twisted I the company injector. The surgery was completed with another lens on the same day. Additional information has been received and stated that there was no patient contact and no patient impact.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the lens got twisted in the injector; therefore, the condition of the product could not be verified. Unknown lot number the reported products lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. One photo attached to the parent complaint was reviewed by the investigation site. The photo shows an iol product label. The reported issue for the injector could not be confirmed. Inconclusive based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.